Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to recurrent urinary incontinence. Attempts were made to troubleshoot the device prior to replacement but unsuccessful. No further patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.